Manufacturer narrative:
Additional concomitant medical products: (B)(4) lead, implanted: (B)(6) 2009. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising.

Event description:
It was reported that the patient presented to the hospital with an alert that triggered due to high right ventricular (rv) lead pacing impedance. It was also noted that there was in increase in the tip coil impedance. The alert for the rv lead impedance was turned off and the patient went home. The rv lead remains in use. No patient complications have been reported as a result of this event.